Event description:
It was reported that customer had a seizure and low blood glucose of 47 mg/dl. Customer states that low blood glucose was caused by physical activity. Customer also reports of having high blood glucose of 340 mg/dl due to not having her meter and was not able to treat. No troubleshooting performed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.